Manufacturer narrative:
Result: malfunctioning head-end lift sensor coil cable.

Event description:
It was reported by service report that the head-end would was stuck in a high height position, and it would not go down. No patient involvement or adverse consequences were reported.